Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 429 mg/dl. The customer was thirsty and nauseous. The customer took manual injections for her high blood glucose level. The act button did not always respond to the first button press. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response during testing due to flattened dome switches on the escape and act buttons. The lcd connector was inspected and no anomaly was noted. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. No physical damage noted during our visual inspection.